Event description:
It was reported that the fiber had an energy transmission issue during procedure. Another fiber was used in order to complete the procedure. There were no patient complications reported. The fiber was returned, and analysis identified a fiber connector fracture.

Manufacturer narrative:
The fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination revealed the fiber tip was degraded down to the fiber jacket. Laser fibers are consumable devices and expected to degrade with use. The light from the connector face was distorted, indicative of fracture within the connector. The fiber connector may have a developed a microfracture that with continued use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. The instructions for use (IFU), bending the fiber at sharp angles may result in fiber damage.